Event description:
It was reported that during an implant procedure, the lead helix was unable to extend.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the helix was bent. Blood was noted on the distal electrode. Visual analysis noted the lead was damaged at implant. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead helix was unable to extend. The lead was not used. No patient complications have been reported as a result of this event.